Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1 mg/ml hydromorphone at a dose of 0.2877 mg/day via an implantable pump for other non-malignant pain and spinal pain. It was reported that an alarm was heard and confirmed by telemetry. The hcp stated that the pump was refilled on (B)(6) 2017 and started to alarm on (B)(6) 2017. It was stated that a critical alarm occurred. The alarms were identified as low battery reset occurred, reset occurred, and safe state occurred. The pump logs were checked and the pump alarms were silenced. The hcp stated that the patient was showing signs that she was withdrawing including nauseated, throwing up, pain was going up, could smell medication, urine smelled awkward, and the patient couldn't sleep last night ((B)(6) 2017). The event date was stated as (B)(6) 2017. There were no further complications reported.